Event description:
The manufacturer received information alleging a cylinder became disconnected from the ultrafill device. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The manufacturer confirmed the burst disk ruptured in the cylinder causing the cylinder to outgas.

Manufacturer narrative:
The manufacturer previously reported an incorrect device problem code, 3189-no apparent adverse event, on the previously submitted report. The device problem code is corrected on this report.